Manufacturer narrative:
Correction: d5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the air and water cylinder, nozzle, the jet channel, and the light guide lens but it was not possible to identify the foreign object. Due to leakage from the right/left knob, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that flushing the flushing channel of the evis exera iii colonovideoscope did not work. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material at the nozzle, air/water cylinder, air/water tube, jet tube, and light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged with a foreign material resembling plastic fibers from a brush mixed with a white crystallized material, a whitish foreign material was found inside the air/water cylinder, air/water tube and jet tube, and the light guide lens also had foreign material. In addition to the reportable malfunction, the following were noted: due to damage on the jet tube and damage on the right/left and upward/downward angulation control knobs, water tightness was lost; the circuit board unit in the suction connector had discoloration due to water leakage; the cable unit had corrosion due to water leakage; the flexibility adjustment ring had a scratch; the grip had a scratch; the air/water-cylinder and the suction cylinder had no color; the switch box had a scratch; the scope connector cover unit had a scratch; the scope connector case unit had a scratch; the electrical contact of endoscope connector had a scratch; the label on the suction connector was damaged; due to a crack on the bending section cover, the insulation resistance value at the distal end does not meet the standard value; due to damage on the endoscopic position detecting unit probe, the endoscopic position detecting unit function did not work; due to clogging of the nozzle, no air was fed; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the objective lens had a scratch; the light guide lens had a scratch; the connecting tube had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.